Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.

Event description:
It was reported that the guidewire was difficult to insert and the tip of the guidewire was allegedly found to be frayed after removing from patient¿s body. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the guidewire was observed to be damaged. No break was observed in the guidewire during tactile evaluation. No break was observed in the guidewire during tactile evaluation. A microscopic observation revealed the most distal coil of the coiled wire of the guidewire was bent and disjointed but connected to the weld tip. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include damage during manufacturing, packaging, handling, or use. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that the guidewire was difficult to insert and the tip of the guidewire was allegedly found to be frayed after removing from patient¿s body. There was no reported patient injury.